Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/17/2014 with the following findings: the battery compartment was cracked from the top. The threads were stripped inside the battery compartment. The battery cap threads were stripped. The battery cap had a contact height defect.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a battery compartment crack and the battery cap threads were damaged. It was reported the battery cap was never changed and in use since (B)(6) 2013; the user guide instructs the battery cap be changed every 3-6 months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.